Manufacturer narrative:
(B)(4). The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other five absorb bvs devices are filed under separate medwatch report numbers.

Event description:
It was reported that on (B)(6) 2014, a 2.5x12mm and a 2.5x28mm absorb bioresorbable vascular scaffolds (bvs) were successfully implanted in the mid left anterior descending (lad) coronary artery, a 2.5x18mm and a 3.0x28mm bvs were successfully implanted in the proximal lad, a 3.0x28mm bvs was successfully implanted in the distal circumflex (cx) coronary artery, and a 3.5x28mm bvs was successfully implanted in the left main (lm) coronary artery. On (B)(6) 2017, the patient was admitted to the hospital for stable angina. Per imaging, in-stent restenosis was noted in the mid lad, mild atheroma in the proximal lad, and in stent restenosis was noted in the first diagonal coronary artery and lcx. As treatment, drug eluting stents were placed in the rca right posterior diagonal and mid lad, and balloon angioplasty was performed in the 1st diagonal, obtuse marginal, and proximal cx. The patient is continuing dual antiplatelet therapy. There was no additional information provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). The incident information was reviewed; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.